Event description:
It was reported that during an unknown procedure, the surgeon justified the use of enseal 14cm under the first pinca not pinned and not properly sealed tissues. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was received in good visual condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device jaws were tested and were found damaged. A bent jaw could have contributed to the reported ¿tissue effect issues¿, this due to the reduced compression capacity of the jaws. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.